Manufacturer narrative:
It was reported that the lock button that keeps the knee locked straight allegedly would pop up and follow the knee brace to bend. No injury reported. The actual device was evaluated and the customer complaint was confirmed.

Event description:
It was reported that the lock button that keeps the knee locked straight allegedly would pop up and follow the knee brace to bend. No injury reported.